Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost stimulation. Company manufacturers deemed ipg to be inoperable as they were not able to connect. As a result, patient underwent surgical intervention wherein the ipg was replaced. Reportedly, patient is receiving effective therapy.